Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a device leak due to handling, causing an electronic component fault. The event may be detected/prevented by following the instructions for use which state: ¿ inspection of the endoscopic image.¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿ if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation, it was determined that there was no image, and after aeration the image was cloudy. Additional issues were identified during the device evaluation: the exera data verification had no data transmission, leakage from instrument channel, bending section cover (a-rubber) had a pinhole, bending section cover (a-rubber) adhesive was cracked, no switch was working, bending section electrical connector did not have a reading, insertion tube had cut on boot, and minor dents passed ring gauge, control body had corrosion, control body had a customer label, scope connector fluid showed signs of liquid/wet, control knob was grinding, knob play was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii bronchovideoscope displayed no image on the screen when the scope was plugged in to the machine. There were no reports of patient harm or impact associated with this event.